Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device on a patient who did not have a pulse. The device took longer than normal to analyze the patient's rhythm, approximately 30 to 40 seconds. As a result, defibrillation therapy may have been delayed, if it was needed. After analyzing the patient's rhythm, the device prompted the user that no shock was advised. The patient is deceased, however the customer advised physio-control that the device use did not cause or contribute to the outcome of the patient.

Manufacturer narrative:
Of the initial medwatch report indicates: event date ¿ 07/12//2018 of the initial medwatch report should indicate: event date ¿ 07/13/2018 additional information: physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was unable to verify the reported issue in the electronic records. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that they were using their device on a patient who did not have a pulse. The device took longer than normal to analyze the patient's rhythm, approximately 30 to 40 seconds. As a result, defibrillation therapy may have been delayed, if it was needed. After analyzing the patient's rhythm, the device prompted the user that no shock was advised. The patient is deceased, however the customer advised physio-control that the device use did not cause or contribute to the outcome of the patient.